Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed and passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation was lay user/patient

Event description:
The initial reporter received questionable results from two coaguchek inrange meters using two different fingers. The result from meter serial number (B)(4) was 2.1 inr. The result from another coaguchek inrange meter was 3 inr. The therapeutic range was 2-3 inr.

Manufacturer narrative:
The reporter's meter was returned for investigation. The test strips were not returned. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 4.1 - 6.8 inr): qc 1: 5.4 inr, qc 2: 5.5 inr, qc 3: 5.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The investigation did not identify a product problem. The cause of the event could not be determined.